Manufacturer narrative:
Block b3: date of event - approximately since (B)(6) 2023 - patient experienced difficulty charging the last couple of years.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced difficulty charging the implantable pulse generator (ipg) resulting in more extended charge times. X-ray imaging was performed and confirmed that the ipg had flipped in the chest pocket. The patient underwent a revision procedure where the ipg was repositioned with the correct orientation. The patient was doing well postoperatively and was able to successfully charge the ipg. The physician assessed that the patients significant increase in weight post dbs implant procedure may have contributed to the charging difficulties.

Manufacturer narrative:
Device history record review: a review of the manufacturing records associated with this device indicated that it was successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. Device technical analysis: the device was not returned for analysis as it remains implanted in the patient; therefore, a technical analysis could not be performed. Labeling review: a labeling review was conducted using the directions for use (dfu). The review identified no anomalies. The dfu specifies that if the stimulator flips over within the body, it will be unable to communicate or charge. It further notes that if stimulation cannot be activated after charging, a change in device orientation or rotation may have occurred; in such cases, patients are instructed to contact their healthcare provider for system evaluation. Migration of the neurostimulator is a known and documented risk associated with use of deep brain stimulation (dbs) therapy. Investigation conclusion: the ipg was not returned as it remains implanted in the patient. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted. This review determined that migration of the neurostimulator is a known risk associated with the use of deep brain stimulation (dbs) as documented in the instructions for use (IFU).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced difficulty charging the implantable pulse generator (ipg) resulting in more extended charge times. X-ray imaging was performed and confirmed that the ipg had flipped in the chest pocket. The patient underwent a revision procedure where the ipg was repositioned with the correct orientation. The patient was doing well postoperatively and was able to successfully charge the ipg. The physician assessed that the patients significant increase in weight post dbs implant procedure may have contributed to the charging difficulties.